Manufacturer narrative:
An initial medwatch report was filed by datascope on 01/16/1998. Datascope learned, as a result of a lawsuit filed by the pt's family, that the pt expired shortly after a transfusion and vascular repair. Datascope, therefore, is amending the medwatch report in order to reflect this new info; the pt's death. This filing is made despite the fact that datascope is unable to confirm whether the bleed was attributed to the vasoseal, or the CABG/valve replacement procedures.

Event description:
It has recently come to datascope's attention that this pt expired on 12/12/1997.